Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced an increase in pain in her hips. A volume discrepancy was noted; the actual residual volume of 25 ml was greater than the expected residual volume of 4.9 ml. The pump contained morphine and bupivicaine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.